Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and was not a maquet product. Two kinks were observed on the catheter tubing approximately 76.2cm and 71.4cm from the iab tip. The statlocks, extender tubing, and pressure tubing were also returned. The inner lumen was found to be occluded. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender , and pressure tubing was performed and a leak was detected on the membrane approximately 1.5cm from the rear seal measuring 0.02cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint: (B)(4).

Event description:
N/a.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6) 2023 at 16:00 and the patient was transferred to the ICU. On (B)(6) 2023 at 13:51, the cs300 intra-aortic balloon pump (iabp) generated a blood detected alarm. A leak occurred with blood backing up to the iabp. The iab was replaced with a new one to continue therapy without further issue. There was no patient harm or adverse event reported. This report is for the iab involved in the event. A separate report has been submitted for the cs300 iabp under mfg report number 2249723-2023-05276.

Manufacturer narrative:
Complete event site name: (B)(6) medical center. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4). H3 other text : device not returned.